Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the clinic manager reported that the patient was seen recently and the cornea was clear and free of inflammation. Additionally, the patient was instructed to continue using artificial tears and taper off the topical steroid eye drops. No further information is expected.

Manufacturer narrative:
Evaluation summary: the system history shows that the laser was verified successfully prior the date of treatment. The logfile review shows no abnormalities that could have contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
An optometrist reported that following photo refractive keratectomy in the right eye, the patient presented with inflammation. The issue was discovered on the day of the procedure. The patient reported experiencing hazy vision and increased light sensitivity. The patient was treated with oral steroids. Additional information has been requested. In a follow up, the clinic manager reported that the patient was seen recently and the cornea was clear and free of inflammation. Additionally, the patient was instructed to continue using artificial tears and taper off the topical steroid eye drops. No further information is expected.

Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that following photo refractive keratectomy in the right eye, the patient presented with inflammation. The issue was discovered on the day of the procedure. The patient reported experiencing hazy vision and increased light sensitivity. The patient was treated with oral steroids. Additional information has been requested.